Event description:
It was reported that the patient heard single beep tones coming from the controller and sometimes the power sources changed from one to the other earlier than expected. These happened under several circumstances, such as going for a walk or sitting in a chair reading a book and occurred to all five (5) batteries during several days. Battery connections were checked and no abnormalities were observed. Log files were sent to the manufacturer for analysis. There were no effects on the patient. Batteries were replaced and received by the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a premature power switching event the day prior to the reported event date. Analysis of (B)(4) revealed that the batteries failed to meet specifications; the batteries exhibited a high max error, indicative that the batteries were out of calibration. This finding is considered an incidental finding and not related to the reported power switching event. Analysis of (B)(4) revealed that the batteries met specifications; the batteries passed visual examination and functional testing. Analysis of (B)(4) revealed that the battery failed to meet specifications. Initial testing revealed abnormal noise in the functional plots. Improper soldering was observed after internal inspection. After connections were re-soldered, the battery once again failed functional testing as it was observed that the battery had a faulty cell pair. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014, FDA z-1607-2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. For the event: the most likely root cause of the reported event is a combination of a battery with a faulty internal cell pair and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4).

Manufacturer narrative:
The vad remains implanted. Batteries were replaced and received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Batteries received 2/27/2015.